Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d274trk implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2011, explanted: (B)(6) 2013; 6947 implantable tachy lead implanted: (B)(6) 2004; 5076 implantable pacing lead implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that there was high left ventricular (lv) lead pacing threshold. The lead was capped and replaced. It was also reported early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.